Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During an unrelated procedure, the coating of the lead was found to be separated from the wire near the connector. The separation was repaired with medical adhesive. The lead was tested post-procedure and the values were normal. The patient was stable.